Event description:
Two implants were broken during attempted insertion. Both implants were explanted at the time of the event. Procedure was extended approximately 30-45 minutes. Hospital contact reported no pt injury as a result of this malfunction.